Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen") and genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 4. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her") with dermatitis contact and immune system disorder, adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), complication of device removal ("device broke, leaving shards of nickel and plastic insider her abdomen"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), weight increased ("weight gain") and fatigue ("chronic fatigue"). The patient was treated with levonorgestrel (mirena), surgery (physician tried to remove fallopian tubes all together in early 2016), surgery (full hysterectomy six months later because of the damage caused) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, adnexa uteri pain, alopecia, complication of device removal, loss of libido, cognitive disorder, weight increased and fatigue outcome was unknown and the device breakage and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, cognitive disorder, complication of device removal, device breakage, device dislocation, fatigue, genital haemorrhage, loss of libido, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynaecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynaecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one essure has clearly dislodged. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen"), genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") and metal poisoning ("metal poisoning") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 4. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her") with dermatitis contact and immune system disorder, adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), complication of device removal ("device broke, leaving shards of nickel and plastic insider her abdomen"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), weight increased ("weight gain"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog") and amnesia ("memory loss"). The patient was treated with levonorgestrel (mirena), surgery (physician tried to remove fallopian tubes all together in early 2016), surgery (full hysterectomy six months later because of the damage caused) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, adnexa uteri pain, alopecia, complication of device removal, loss of libido, cognitive disorder, weight increased, fatigue, feeling abnormal and amnesia outcome was unknown and the device breakage, metal poisoning and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, cognitive disorder, complication of device removal, device breakage, device dislocation, fatigue, feeling abnormal, genital haemorrhage, loss of libido, menorrhagia, metal poisoning, pelvic pain and weight increased to be related to essure. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynaecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynaecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one essure has clearly dislodged ntaneous case was reported by a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen"), genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") and metal poisoning ("metal poisoning") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 4. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her") with dermatitis contact and immune system disorder, adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), complication of device removal ("device broke, leaving shards of nickel and plastic insider her abdomen"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), weight increased ("weight gain"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog") and amnesia ("memory loss"). The patient was treated with levonorgestrel (mirena), surgery (physician tried to remove fallopian tubes all together in early 2016), surgery (full hysterectomy six months later because of the damage caused) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, adnexa uteri pain, alopecia, complication of device removal, loss of libido, cognitive disorder, weight increased, fatigue, feeling abnormal and amnesia outcome was unknown and the device breakage, metal poisoning and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, cognitive disorder, complication of device removal, device breakage, device dislocation, fatigue, feeling abnormal, genital haemorrhage, loss of libido, menorrhagia, metal poisoning, pelvic pain and weight increased to be related to essure. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynaecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynaecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one essure has clearly dislodged device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain ¿ the analysis in the global safety database revealed 12.219 cases. Device breakage ¿ the analysis in the global safety database revealed 2.853 cases. Device dislocation ¿ the analysis in the global safety database revealed 3.751 cases. Genital haemorrhage ¿ the analysis in the global safety database revealed 1.251 cases. Metal poisoning ¿ the analysis in the global safety database revealed 05 cases. Menorrhagia ¿ the analysis in the global safety database revealed 1.648 cases. Allergy to metals ¿ the analysis in the global safety database revealed 467 cases. Adnexa uteri pain ¿ the analysis in the global safety database revealed 88 cases. Alopecia ¿ the analysis in the global safety database revealed 51 cases. Dermatitis contact ¿ the analysis in the global safety database revealed 31 cases. Complication of device removal ¿ the analysis in the global safety database revealed 74 cases. Immune system disorder ¿ the analysis in the global safety database revealed 0 cases. Loss of libido ¿ the analysis in the global safety database revealed 40 cases. Cognitive disorder ¿ the analysis in the global safety database revealed 5 cases. Weight gain ¿ the analysis in the global safety database revealed 66 cases. Fatigue ¿ the analysis in the global safety database revealed 326 cases. Feeling abnormal ¿ the analysis in the global safety database revealed 75 cases. Amnesia ¿ the analysis in the global safety database revealed 31 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal regard to these meddra pts. Dsil most recent follow-up information incorporated above includes: on 29-aug-2018: similar listing added as per lam request. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen"), genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") and metal poisoning ("metal poisoning") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 4. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her") with dermatitis contact and immune system disorder, adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), complication of device removal ("device broke, leaving shards of nickel and plastic insider her abdomen"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), weight increased ("weight gain"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog") and amnesia ("memory loss"). The patient was treated with levonorgestrel (mirena), surgery (physician tried to remove fallopian tubes all together in early 2016), surgery (full hysterectomy six months later because of the damage caused) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, adnexa uteri pain, alopecia, complication of device removal, loss of libido, cognitive disorder, weight increased, fatigue, feeling abnormal and amnesia outcome was unknown and the device breakage, metal poisoning and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, cognitive disorder, complication of device removal, device breakage, device dislocation, fatigue, feeling abnormal, genital haemorrhage, loss of libido, menorrhagia, metal poisoning, pelvic pain and weight increased to be related to essure. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one essure has clearly dislodged. Most recent follow-up information incorporated above includes: on 17-aug-2018: events brain fog, metal poisoning and memory loss added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen"), genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") and metal poisoning ("metal poisoning") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 4. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her") with dermatitis contact and immune system disorder, adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), complication of device removal ("device broke, leaving shards of nickel and plastic insider her abdomen"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), weight increased ("weight gain"), fatigue ("chronic fatigue"), the first episode of feeling abnormal ("brain fog"), amnesia ("memory loss") and the second episode of feeling abnormal ("feeling of brain fog "). The patient was treated with levonorgestrel (mirena), surgery (physician tried to remove fallopian tubes all together in early 2016), surgery (full hysterectomy six months later because of the damage caused) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, adnexa uteri pain, alopecia, complication of device removal, loss of libido, cognitive disorder, weight increased, fatigue, amnesia and the last episode of feeling abnormal outcome was unknown and the device breakage, metal poisoning and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, cognitive disorder, complication of device removal, device breakage, device dislocation, fatigue, genital haemorrhage, loss of libido, menorrhagia, metal poisoning, pelvic pain, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynaecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynaecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one essure has clearly dislodged ntaneous case was reported by a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen"), genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") and metal poisoning ("metal poisoning") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 4. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her") with dermatitis contact and immune system disorder, adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), complication of device removal ("device broke, leaving shards of nickel and plastic insider her abdomen"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), weight increased ("weight gain"), fatigue ("chronic fatigue"), the first episode of feeling abnormal ("brain fog"), amnesia ("memory loss") and the second episode of feeling abnormal ("feeling of brain fog "). The patient was treated with levonorgestrel (mirena), surgery (physician tried to remove fallopian tubes all together in early 2016), surgery (full hysterectomy six months later because of the damage caused) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, adnexa uteri pain, alopecia, complication of device removal, loss of libido, cognitive disorder, weight increased, fatigue, amnesia and the last episode of feeling abnormal outcome was unknown and the device breakage, metal poisoning and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, cognitive disorder, complication of device removal, device breakage, device dislocation, fatigue, genital haemorrhage, loss of libido, menorrhagia, metal poisoning, pelvic pain, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynaecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynaecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one essure has clearly dislodged device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain ¿ the analysis in the global safety database revealed 12.239 cases. Device breakage ¿ the analysis in the global safety database revealed 2.859 cases. Device dislocation ¿ the analysis in the global safety database revealed 3.754 cases. Genital haemorrhage ¿ the analysis in the global safety database revealed 1.257 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal regard to these meddra pts. Dsil most recent follow-up information incorporated above includes: on (B)(6) 2018: new event added: feeling of brain fog incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen"), genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") and metal poisoning ("metal poisoning") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 4. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her") with dermatitis contact and immune system disorder, adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), complication of device removal ("device broke, leaving shards of nickel and plastic insider her abdomen"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), weight increased ("weight gain"), fatigue ("chronic fatigue"), the first episode of feeling abnormal ("brain fog"), amnesia ("memory loss") and the second episode of feeling abnormal ("feeling of brain fog"). The patient was treated with levonorgestrel (mirena), surgery (physician tried to remove fallopian tubes all together in early 2016), surgery (full hysterectomy six months later because of the damage caused) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, adnexa uteri pain, alopecia, complication of device removal, loss of libido, cognitive disorder, weight increased, fatigue, amnesia and the last episode of feeling abnormal outcome was unknown and the device breakage, metal poisoning and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, cognitive disorder, complication of device removal, device breakage, device dislocation, fatigue, genital haemorrhage, loss of libido, menorrhagia, metal poisoning, pelvic pain, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynaecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynaecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: one essure has clearly dislodged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("struggled daily with pain from the contraceptive implants wreaking havoc in her body / within weeks she had severe pelvic pain"), device breakage ("essure device broke down further inside her / surgeon did pull at the device and it broke / device broke during the procedure"), device dislocation ("x-ray showed that one essure device has clearly dislodged/ shards still linger in abdomen ad in uterus"), genital haemorrhage ("but within days of the procedure, she experienced heavy bleeding") and metal poisoning ("metal poisoning") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device broke, leaving shards of nickel and plastic insider her abdomen"). The patient had a medical history of parity 4 and multiparous. In 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), metal poisoning (seriousness criterion medically important), heavy menstrual bleeding ("severe menstrual bleeding"), allergy to metals ("nickel allergy from the coils corroding inside her"), adnexa uteri pain ("stabbing ovarian pain"), alopecia ("hair loss"), dermatitis contact ("rash on face / nickel rash on her face"), immune system disorder ("immune symptoms associated with a severe nickel allergy from the device"), loss of libido ("loss of libido"), cognitive disorder ("cognitive problems"), fatigue ("chronic fatigue"), a first episode of feeling abnormal ("brain fog"), amnesia ("memory loss") and a second episode of feeling abnormal ("feeling of brain fog") and was found to have weight increased ("weight gain"). The patient was treated with mirena (levonorgestrel) as well as surgery (physician tried to remove fallopian tubes all together in early 2016, full hysterectomy six months later because of the damage caused and ablation). At the time of the report, the device breakage, metal poisoning and allergy to metals had not resolved. The outcomes for pelvic pain, device dislocation, genital haemorrhage, heavy menstrual bleeding, adnexa uteri pain, alopecia, loss of libido, cognitive disorder, weight increased, fatigue, amnesia and the last episode of feeling abnormal were unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, cognitive disorder, dermatitis contact, device breakage, device dislocation, fatigue, the first episode of feeling abnormal, the second episode of feeling abnormal, genital haemorrhage, heavy menstrual bleeding, immune system disorder, loss of libido, metal poisoning, pelvic pain and weight increased to be related to essure administration. The reporter commented: she had essure inserted as a way to avoid surgery associated with a traditional tubal ligation. A doctor recommended mirena, and later she learned that this caused the two metal devices inside her to react and spark off each other. On an unspecified date, when she insisted her gynaecologist remove the mirena, the doctor controlled the bleeding using a method called ablation. This heated up the metal in essure and the device broke down further down inside her. All the while her gynaecologist kept assuring her the esssure device was completely safe and many of her symptoms were psychological. To this days she suffers relationship problems, and has to make an eight-hour round trip to visit a heavy metals toxicologist who is helping her deal with the remaining nickel shards in her body, eight years after she first had the device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): results: one essure has clearly dislodged. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: reporter lawyer added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.